Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on camera unit, and the image had white dots. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to damage to the cable unit, the endoscopic image couldn't be displayed, and due to damage on camera unit, the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. There were no reports of patient harm.